Event description:
It was reported that the patient's knee was revised due to wear of the articular surface after 10 years.

Manufacturer narrative:
This report will be amended when our investigation is complete.